Manufacturer narrative:
(B)(4).

Event description:
Dexcom received the complaint receiver in good physical condition based on external visual inspection. The device also failed the functional testing due to the initial battery and button. The receiver performance data was downloaded and analyzed and the customer's complaint of the receiver shutting down unexpectedly was confirmed. Rttloss was found and was an indication that the allegation did occur. The device failed the internal visual inspection. The probable cause determined to be a damaged battery ic.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.